Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient thought they might have messed up one of the wires. The patient stated they could still feel the throbbing (meaning the stimulation) but it was less than before. The patient stated they were comfortable at the time, so no troubleshooting was performed. It was noted that the trial began on (B)(6) 2019. On (B)(6) 2019 the patient stated they thought maybe they had pulled a wire loose because they had experienced leaks the day before. No further complications were reported.